Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with post-sensed t-wave oversensing via merlin.net. Oversensing was noted on the ventricular channel. Oversensing was note on a stored egm. Review of the records confirmed the oversensing. Programming changes were recommended. No further information is available at this moment.